Event description:
During a cholecystectomy there was a problem that occurred after approx the 4th clip firing. The clip was placed and formed well, however the trigger did not fully return and the jaws remained closed on one of the vessels. The surgeon pushed the trigger outward to reopen the jaws and return the trigger to the open position. The jaws then opened and proceeded to place additional clips with out any further issues. No pt consequences. One device returning.